Event description:
Patient was revised due to implant wear.

Manufacturer narrative:
Examination the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. No additional event information or investigational inputs were provided. The investigation can draw no conclusions with the information made available. The patient was primarily implanted in (B)(6) 1997 and revised for pe implant bearing wear in (B)(6) 2014. It is not unreasonable to expect implant bearing wear after seventeen years implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.